Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered alerts for out of range/low pacing impedance. In addition, the rv lead triggered lead integrity warnings for sensing integrity counter (sic), lead impedance variation, and high rate non-sustained episodes. Lead noise was also noted. There was a suspected insulation abrasion of the rv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.